Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (erbe) was analyzed and upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit display error c-33, on start; erbe log error shows c-00. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause of the reported event could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that before surgery, an error c-33 was observed on the erbe device. Troubleshooting was initiated whereby the device underwent a power cycle and cable reset; however, the issue persisted and was not resolved. Due to this, the site resorted to using external cautery for the procedure, and live logs were not available during the troubleshooting process. It was ultimately communicated that the erbe device required replacement to resolve the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no ports were present prior to the issue being identified. To resolve the reported issue and continue the procedure, external cautery was used. The site proceeded with surgery using external cautery on the same da vinci system, and the procedure was completed robotically without any conversion to another system, open surgery, or traditional laparoscopic surgery. As the procedure was not converted to traditional laparoscopic technique, no port incisions were increased, and no additional ports were placed. Therefore, questions regarding patient tolerance to conversion are not applicable. There was no injury to the patient reported during the procedure. Notably, the original esu generator was not used for the entirety of the case; instead, the site switched to an external esu to complete the surgery. Regarding patient-related information, the customer declined to share any details due to patient confidentiality reasons.